Event description:
The customer reported that the insulin pump was not functioning properly. The customer stated that the status screen shows 80.0 units left, but the reservoir shows only 20.0 units. Ran a functional test and the insulin pump failed the displacement test. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.